Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to the repeated non-recoverable error. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) was not responding when the customer went to dock the psc. Prior to calling, they had restarted the psc several times. As the customer was explaining the issue saying they saw a spinning a wheel on the touchscreen, the system began homing and powered on with recoverable error 23008 on usm 1 indicating a pot to encoder error. The customer attempted to recover, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the caller through a hard power cycle on the psc, but the issue persisted. The customer needed all four usms for this procedure and they elected to bring in another psc from a different da vinci system to continue. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the error 23008 was confirmed and replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the patient side cart fixture test platform (pftp) and failed current. A gold yaw sl was installed and the unit passed. The original was installed and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The system logs also showed error 23137 with a p1= 0x1, pointing to the yaw. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 23008 - pot to encoder error, usm1, axis 1. The probable root cause is attributed to the defective yaw.

Event description:
Refer to h11 for follow-up information.